Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
Customer reported false positive result obtained on the alinity m sars cov-2 assay that was questioned by the patient. The customer stated that the patient's next of kin contacted them because they believed that the patient had received a false positive. The patient's next of kin stated that they were a lab scientist, and they think the patient had received a false positive, because the patient took an antigen test and got a negative result. The individual also stated that if the cycle threshold (CT) value was high, then the rapid test should have been positive. It was explained to them that the higher the CT, the more negative the sample would have been and the individual disagreed. The individual stated they had also tested the other patient family members and the results were negative as well. The individual was asking for the lab report and wanted to know the CT cut off and asked the lab to rerun the tests again. The customer confirmed that the sample had been tested twice and both times the CT value came back as positive. There was no further communication from the customer or patient if the results were indeed positive and if there had been any impact to patient management due to this observation.

Manufacturer narrative:
D4 has been corrected from model # to catalog #. D4 lot number additional informaiton received. Expiration date and manufacture date updated. Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: result logs were reviewed. The runs involving were valid and met assay specification requirements. The amplification curves for the discrepant results did not appear abnormal. Some sample ids were not retested; therefore, no curve analysis and plate mapping were performed. The review of the customer data demonstrated the alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 are performing as expected. The assay reagents performed as expected and met the assay specification requirements for the controls. There is no indication that lot 522525 are performing outside of established design performance specifications. A product deficiency was not identified by this evaluation quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-095) lot 522525 did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed in to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-095) lot, 522525, 522354 and their components. This CAPA review did not identify any existing internal issues or nonconformances for lot 522525. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 522525.the complaints will be individually investigated and dispositioned according to the results of the investigation and the background information provided in the ticket. A product deficiency could not be identified as a result of this review. Based on the results of the investigation elements and review of the ticket, a product deficiency for the alinity m sars-cov-2 amp kit (list 09n78-095) lots 522525 was not identified.